Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/08/2019.

Event description:
The customer reported a ventilator with a high blower temperature alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
G4: 05feb2020. B4: (B)(6) 2020. The blower assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, it was determined that a faulty temperature sensor caused the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 08nov2019. This event was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that the replacement of the blower assembly resolved this reported event. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.